Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two scs leads from the same lot. It was reported the pt had both leads explanted and replaced due to the leads being fractured. The explanted devices will not be returned to the manufacturer for analysis.